Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by customer during use that the sensation plus 40cc intra aortic balloon (iab) had leak, blood in tubing and balloon rupture. There were no patient harm or injury was reported.

Manufacturer narrative:
Another contact info:(B)(6) another contact info:(B)(6) updated fields: b4,b5,b7,d9,g3,g6,h2,h11 corrected field: d4(lot, exp date, UDI),h4,h6(medical device problem code) the product has been returned to the manufacturer,but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted complaint record ID (B)(4).

Event description:
It was reported by customer during use that the sensation plus 40cc intra aortic balloon (iab) had leak, blood in tubing and balloon rupture. Iab catheter extracorporeal tubing was found to have blood streaks within and user immediately stop the therapy. User suspected to be iab catheter perforation. Iab catheter was inserted. Iab catheter found with blood streaks within extracorporeal tubing and therapy stopped. Iab catheter was removed. Patient aorta has moderate calcification and a new iab catheter was inserted to continue therapy. There were no patient harm or injury was reported.